Manufacturer narrative:
Device evaluation: one device was returned for investigation. Upon visual inspection it was noted the device had 2 large cracks in the water tank, enclosure has large chip out of front right top, line cord discolored, quick connect corroded, pole clamp damaged, power switch cable and printed circuit board (pcb) damaged. The complaint was confirmed. The probable cause was listed as overtightening of the screws. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit has a leak. There has been no report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. UDI section of d4 is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.